Event description:
The customer reported the system continued to emit x-rays when the mainframe switch was released during a procedure the pt involvement therefore may have resulted in an aro. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.